Event description:
Right knee pain; 3 "golf-ball size" lumps on right knee; right knee effusion. Info was received on july 2, 2007 from a female pt with a medical history of osteoarthritis in the right knee. The pt received her 3 injections of synvisc into the right knee on approx two months earlier. After the third injection on an unk date, the pt developed three "golf-ball size" lumps on her right knee. On an unk date, the pt's physician withdrew fluid from the right knee and gave her a cortisone shot for her knee pain. At the time of this report, the pt still had one small lump on her right knee, and still had a lot of pain on the left side of the inner right knee. She is scheduled to receive an MRI this week. MFR's comment: synvisc is administered by intra-articular injection once a week (one week apart) for a total of three injections. Qa investigation results: review of data did not indicate trends that could be associated to any product complaint. Cortisone injection.